Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number/serial number was not received to perform a DHR review. The root cause cannot be determined due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation.

Event description:
An import/export manager reported that the carb-bite crile-wood nh 6 has a broken tip. It is unknown if there was patient contact, injury or a surgical delay. Request for additional information has been sent.